Manufacturer narrative:
Investigation is underway. It is to be noted that (malposition, pvl, migration) are also reported through the thv/tvt registry.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. The first valve positioned too ventricular, with moderate pvl. Post dilation was performed however pvl remained. A second 29mm sapien 3 ultra resilia valve 2nd valve more aortic. Pvl was reduced to trace. The cause of the malposition was perceived to be due to main operator not adjusting valve during implant (valve moved ventricular during rapid pacing). Approximately, 3 weeks post implantation patient presented with dyspnea and sov. A repeat tte that showed moderate pvl and a cta was performed which illustrated that both valves had migrated ventricular with moderate pvl. The second valve was under expanded with diameters of 25mm and had central regurgitation. Patient was brought back to the lab and post dilation was performed with a 28mm true balloon. Central ai was eliminated however moderate pvl was still present. A third 29 sapien 3 ultra resilia valve was implanted more aortic with hopes to stabilize the existing valves and reduce pvl. Third valve was implanted slightly higher without incident. Valve was then post dilated using a 28mm true. Pvl was marginally improved without central leak. Patient was stable post procedure.

Manufacturer narrative:
The device is not accessible to be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (unexpanded valve and valve placement) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported central regurgitation is unable to be confirmed as no device, imagery, or medical record were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies during the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure in this case, the valve was under expanded and may dislodge from the target site (native annulus), resulting in thv migration. Valve migration can compromise the seal between the valve and the native annulus, leading to the reported paravalvular leak. This can affect blood flow leading to reduced back pressure needed for the leaflets to close (the leaflets cannot be fully coapted or closed), which can lead to central regurgitation as reported. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.